Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) in response to ventricular tachycardia. Following this, the shock electrogram (egm) showed pacing inhibition due to noise artifacts. There were no patient symptoms reported. The incident occurred more than a month prior to the patient's follow up visit.